Event description:
A hemodialysis user facility has reported that during treatment initiation, a blood leak occurred. The leak was visually observed. Estimated blood loss was 300cc's. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is no sample available for eval. Additional info has been requested but not received as of the writing of this report. If additional info becomes available, a f/u report will be generated.